Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the device was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to correct the outcomes attrib to adv event and to capture the product return date.

Event description:
It was reported that this pacer was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacer was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacer was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacer was explanted.